Event description:
Clinic notes were received which indicate that the patient no longer notices the vns when it is active. The physician states that the vns "is no longer functioning" but he was never sure if it helped her. Good faith attempts for further information from the physician were unsuccessful.

Event description:
Clinic notes were received in regards to the patient's replacement referral, indicating the patient had been referred for a vns generator replacement surgery. The patient later underwent vns generator replacement due to battery depletion.

Event description:
It was reported the explanted vns was discarded after surgery and is therefore not expected to be returned to the manufacturer for analysis.